Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft. Approximately nine and a half (9.5) years post initial procedure, the patient presented emergently with a ruptured aneurysm due to a type iiib endoleak mid-graft. The physician elected to treat the patient by implanting a gore (non-endologix) excluder. Patient reportedly tolerated the procedure well.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft. Approximately nine and a half (9.5) years post initial procedure, the patient presented emergently with a ruptured aneurysm due to a type iiib endoleak mid-graft. The physician elected to treat the patient by implanting a gore (non-endologix) excluder. Patient reportedly tolerated the procedure well. Additional information: clinical assessment indicated that significant aneurysm sac growth and stent buckling also occurred were not reported at the time of the event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak with aortic rupture are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 8.9mm) and aortic stent buckling occurred that were not included in the event as reported. The sac growth was discovered during an examination of the CT scan dated 20 january 2022. The aortic stent buckling was discovered during an examination of the CT scans dated 27 april 2018, 20 august 2021, and 29 november 2022. The most likely causation for the reported event is anatomy-related due to the mid-aortic angle measuring 62 degrees and due to the aortic remodeling, which caused the severe stent buckling and eventually the type iiib endoleak. It was also noted that the stent buckling was identified as early as 27 april 2018. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5 describe event or problem g3 awareness date h6 health effect - clinical code; remove 1924 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.